Event description:
It was reported that the user experienced elevated blood glucose attributed to failed infusion set insertions, and a request was made for contact detach infusion set samples while an updated order was being pursued. Symptoms included hyperglycemia. Outcomes included no reported alerts, alarms, or hospitalization. Investigation included an information-gathering attempt by phone to complete blood glucose details, which remained pending. Investigation of this case revealed that the cause of hyperglycemia was unclear due to suspected infusion site or insertion issues, with device function not otherwise characterized and no alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.